Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low amplitude noise can be seen on hmsc. It is not being over sensed, but the baseline is noisy. Ra pacing threshold has trended down slightly in the last month. Pacing impedance is steady. Lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.